Manufacturer narrative:
(B)(4). G6: ¿follow-up number¿ field updated from 1 to 2 as the supplemental report submitted under follow-up number 1 failed due to an error with the as2 certificate, which has since been corrected.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed. A review of the bin file was performed and signal loss was signal loss was not found within the investigation window. Share logs data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and failed. A review of the bin file was performed and signal loss was signal loss was not found within the investigation window. Share logs data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).